Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of fenestrated bipolar forceps instrument seemed to be broken. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue took place during procedure, the cable seems to be broken. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.